Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified primary set would not allow flow during patient administration of intravenous (IV) antibiotics. The set was used with a clearlink system secondary medication set and was loaded on an unspecified pump. It was further stated that an external clamp was placed on the primary line to make the secondary drip; however it would alarm "upstream occlusion". The secondary line was placed below the primary set, however the primary set was not able to "prime" the secondary set by gravity. There was no patient injury or medical intervention associated with this event. No additional information is available.